Event description:
Additional information received noted that the cause of the event: unknown; patient fell but also had unauthorized MRI. Likely MRI damage. Impedance measurements were obtained by the manufacturer's representative. Explant and replacement occurred on 2011-(B)(6) involving lead and stimulator. Signs and symptoms included lack of sensation of stim. It was noted that the patient had ms and symptoms were variable. Hospitalization was not required. Patient outcome: recovered without sequelae.

Event description:
It was reported that no stimulation sensation occurred following a fall. The patient was reprogrammed and then felt stimulation again. Currently, the patient did not feel stimulation. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Patient programmer: model 3031a, serial # (B)(4), implanted: na, explanted: na. Extension: model 3095, serial #(B)(4), implanted: 2006 (B)(6), explanted: unk. Lead: model 3093, lot # v010004, implanted: 2006 (B)(6), explanted: unk.